Manufacturer narrative:
The fogarty embolectomy catheter was received for evaluation. The report of balloon ripped was confirmed. As received, the balloon was found to be ruptured in the middle area. The edges of latex did not match at the ruptured region. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The IFU was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. ". As part of the manufacturing process, the manufactured units go through a balloon inflation process. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The root cause for this event could not be established. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this fogarty catheter the balloon ripped. There was no allegation of patient injury. The device was available received for evaluation and the balloon was found to be ruptured in the middle area. The edges of latex did not match at the ruptured region. Patient demographics unbale to be obtained.